Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with insulin pump and was hospitalized due to high blood glucose. He had issues with rewinding the insulin pump and insulin not delivering. He bolused and noticed blood glucose was 442mg/dl, he bolused again; blood glucose rise to 456mg/dl. The customer stated the insulin pump never alarmed. The customer's blood glucose at the time of incident was 376mg/dl-396mg/dl. Customer current blood glucose was 267mg/dl. Customer's symptoms irregular heartbeats and nausea; they treated with IV fluids and manual injection. The insulin was not filling the tubing correctly. Customer will call back to perform high pressure test. Customer called back, he is now having issues with priming the insulin pump. Customer stated the insulin is squirting out during manual prime. Customer saw a gap between the piston and reservoir. Customer stated the motor slowed down and numbers ramped up on the screen. Customer stated when he does manual prime insulin delivers.